Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: clin ophthalmol. 2024 dec 17;18:3825-3836. Https://doi.org/10.2147/opth.s498973 pmid: 39712369; pmcid: pmc11662913.

Event description:
Title: outcomes of ahmed glaucoma valve implantation with subsequent trans-scleral diode cyclophotocoagulation as the main intervention if iop remained medically uncontrolled. The aim of this study is to evaluate the efficacy and safety of ahmed glaucoma valve (agv) implantation with subsequent trans-scleral diode cyclophotocoagulation (cpc) as the main intervention if iop remained medically uncontrolled. Between 2003 to 2018, a total of 108 consecutive eyes (90 patients) that underwent agv implantation while using 8¿0 vicryl sutures. Reported complications are: n=11; corneal edema treatment: not mentioned. N=8; diplopia (transient=5, persistent=3) treatment: unspecified treatment for transient diplopia (n=3). N=12; bleeding (transient hyphema=7 (resolved within a month), hyphema=2, vitreous hemorrhage=3) treatment: one case required ppv for vitreous hemorrhage. N=13; erosion/exposure (tube erosion=9, plate exposure=2, plate suture exposure with leak=1, patch graft exposure=1) treatment: revision surgery for patch graft exposure. N=1; endophthalmitis treatment: ahmed removal. N=2; tube obstruction treatment: revision. N=12; choroidal detachment (transient=9, persistent=2, transient with residual extensive high pas=1) treatment: not reported. N=2; rapid progression of cataract (within 2 weeks post-op) treatment: not reported. N=6; hypotony (transient=2, resolved after 3 months=1, required tube revision=3) treatment: tube revision (n=3). N=4; loss of light perception treatment: not reported. In conclusion, the treatment approach of agv implantation with subsequent trans-scleral diode cpc, as needed, was successful in over 2/3rd of subjects. This study adds to the literature supporting the use of cpc when iop is medically uncontrolled after agv.